Event description:
During a check-out procedure at the manufacturer's service center, a ventilator had excessive leak. The device was not in patient use. The device's sensor board and flow sensor assembly were replaced to address the issue. The flow sensor assembly had evidence of contamination.